Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what color cartridges were used? Blue. Where was the post-operative leak located? Pouch staple line, not on specimen side. How was the leak addressed? Unknown. What technique was used for g-j anastomosis? Covidien circular stapler with orvil. Was buttressing material used? No. Were any staple formation issues noted throughout care of patient? Not intraoperatively. What is the current patient status? Unknown.

Event description:
It was reported that during a gastric bypass procedure, nothing was noticed and the procedure appeared to be completed with no issues. Post procedure a radiologic leak was found after barium swallow test. The leak was on the staple line.